Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went to threshold suspend and customer's blood glucose was 124 mg/dl. Customer's blood glucose was 600 plus mg/dl. Troubleshooting was done. The customer was educated regarding sensor and blood glucose difference. The customer was advised regarding the 2 high blood glucose rules and to call healthcare provider if blood glucose does not go down. No further information provided.